Event description:
The customer reported that the system was displaying precharge voltage error messages. This error message likely prevented the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator battery pack was replaced. The system was then found to be operating as intended.